Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and a battery out limit. The blood glucose reading is 244 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.